Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bearings were worn creating heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from france that during an unspecified surgical procedure, it was observed that the small battery drive device had a lack of power. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as december 11, 2017 in the initial report and has been updated to december 6, 2017. It was inadvertently reported in the initial report that the device evaluation determined that the bearings were worn creating heat, that the reported condition was confirmed and due to wear from normal use and servicing over time. The device evaluation actually determined that the device passed all manufacturing specifications and identified no failure. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.